Event description:
It was reported that the patient's device was explanted due to failed therapy/ineffective therapy. It was also noted that battery depletion was not normal.

Manufacturer narrative:
Product ID 39286-30, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3708120, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3708120, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator and the two extensions found no anomaly. Analysis of the lead found no significant anomaly: lead body was cut through, product segmented.